Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 480 mg/dl, 141 mg/dl, 146 mg/dl, 184 mg/dl, 123 mg/dl, 146 mg/dl, 180 mg/dl, 165 mg/dl, 175 mg/dl and 137 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.